Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. The nurse called in because the customer was not present at the time of the no delivery. Nurse states at the time of the no delivery, she performed a set change and high pressure test. However the pump alarmed no delivery after four units. The nurse was advised to verify if there is a possible site occlusion. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.